Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results: the returned autotome rx 44 was analyzed, and a visual and microscopic evaluation noted that the working length was twisted at distal section and the cutting wire bent. The catheter and the wire were incorrectly oriented due the twisted section in the working length (the pierced holes weren't aligned). No other problems with the device were noted. The product analysis revealed that the cutting wire was bent. The problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. The twisted working length could make the pierce holes to become misaligned and as a result, both the catheter and the wire are disoriented, compromising proper device orientation and functionality. Working length twisted could be caused after multiple attempts to rotate the handle of the device or during the introduction of the device into the scope. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, it was reported that the autotome entered the endoscope view and the autotome tip deviated to the direction of 1 o'clock. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the investigation results: the cutting wire kinked. Please refer to block h11 for full investigation details.